Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b. H6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed opening on the posterior side assessed as fold flaw opening . Additional observations: crease fold observed bon the device. Wear abrasion observed. No further actions are required as no issues with the manufacturing process are observed.